Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. The customer was advised to remove battery after insertion of battery display returned. Customer states battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.